Manufacturer narrative:
The identified issue resulted from a software anomaly. (B)(4). (Exemption #e2015032).

Event description:
Customer reported the benevision central monitoring station froze, which may have affected telemetry monitoring. No patient injury was reported.